Event description:
It was reported by the rep the device was used during a colon resection. It was reported after the device (tlc75 with tcr75 reload-lot number for reload l4c45a) was fired across bowel, staple line started to bleed. This was on the second firing. When surgeon closed the otomy with the tx60b, the staple line also had seepage. Both incidences where there was bleeding at the staple line surgeon controlled it with cautery. Surgeon stated this has not happened to him before. There was no consequence to the pt.